Event description:
The patient was placed supine on the operating table and after the administration of general anesthesia, the abdomen was prepped and draped sterilely. Utilizing a supraumbilical incision, the skin was sharply incised, and the abdomen was cannulated with a 12-mm non-bladed trocar. Co2 insufflation was undertaken to achieve adequate pneumoperitoneum. Team noted that "trocar had air leak during surgery" (per report). Trocar was withdrawn. Another trocar was opened and inserted. Procedure continued and completed with no further incident. Manufacturer response for laparoscope, general plastic surgery, kii® sleeve (per site reporter). I have talked to the representative today, and I was given the label and return instructions. Will send the device back next week.